Event description:
The customer reported via telephone call that the sensor was reading low and set off the threshold suspend feature when the blood glucose reading was not low. The blood glucose at the time of the report was 255 mg/dl and the sensor reading was 182 mg/dl. The customer was advised that the sensor readings will be close but rarely match the blood glucose due to how glucose travels in the body, and that the differences may be larger after meals or a bolus delivery. The customer was advised on proper insertion and calibration. The customer was advised that the sensors would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor passed with accurate readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.